Manufacturer narrative:
The reported complaint of failure to interrogate was confirmed. As received the device had no telemetry and no output. The device was cut open and manual measurement was performed. Current drain from the hybrid was noted to be lower than the specified range. The reported complaint was found to be caused by a hybrid anomaly. The anomalous component on the hybrid could not be determined.

Manufacturer narrative:
The reported complaint of failure to interrogate was confirmed. As received the device had no telemetry and no output. The device was cut open and manual measurements were performed. The current drain from the hybrid was noted to be lower than the specified range. The reported complaint was found to be caused by a hybrid integrated circuit (ic) anomaly.

Event description:
It was reported that the device was unable to be interrogated via inductive telemetry. The device was explanted and replaced to resolve the event and the patient was in stable condition.